Event description:
It is reported that the provisional articular surface broke during use.

Manufacturer narrative:
Evaluation summary: as returned, the provisional is fractured along the center of the instrument. Additionally, the device exhibits damage in the form of nicks, gouges and scratches. This damage, coupled with the provisional's approximate 10 year field age, indicate that normal wear is the cause of this incident. Returned item was dimensionally verified to meet print specification; item was manufactured correctly. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.